Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. The 10x2.75mm, de novo, eccentric, 85% stenosed lesion being treated was located in the non-tortuous, mildly calcified proximal to mid left anterior descending artery. The physician implanted a 2.75x12mm promus element stent in the target lesion. Upon review of the cine it was noted that there was a dissection at the proximal edge of the implanted stent. The procedure was completed by implanting a 3x12mm promus element stent to cover the dissection. No additional complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).